Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reports that she just returned from a trip to texas and would like to report a pod that was leaking while she was wearing it. She says that she noticed the leak due to high blood glucose levels. The pod was worn for 24 to 36 hours on the arm. The patient was taken to the hospital. The patient says she had blood work done and they checked her ketones, electrolytes, glucose levels, and acid content. The patient was put on intravenous therapy of 2000 electrolyte solution (lactated ringer).